Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer did not properly perform the cartridge air removal step of the load procedure. Tandem technical support educated the customer on proper load technique. The customer also experienced diabetic ketoacidosis. Customer cleared the alarm and resumed insulin therapy. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.